Event description:
Country of complaint: (B)(6). Incorrectly printed box.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We received two closed boxes that contain (B)(4) unopened pouches each one and one open box with 6 unopened pouches. The label of the boxes and product is of safil violet 0 (3.5) 6x45cm (reference (B)(4) and batch 118197), but the boxes that contain the product are novosyn pre-printed box instead of safil pre-printed box. This mistake took place in production area when packing the product into the boxes. The operator took novosyn boxes instead of safil's. Remarks: we have informed the personnel involved about this incidence. Final conclusion: taking into account that the boxes received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the boxes received. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for the three boxes of product as compensation. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future. Nevertheless, regarding the wrong pre-printed box defect, internal actions are done to avoid that this issue happens again.